Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), the clip became stuck in the hemostasis valve and was unable to pass through the sgc. It was noted that the clip inside the hemostasis was checked, and it was observed that the clip had opened to 30 degrees, causing the clip to become stuck. Therefore, the clip was removed and replaced. The procedure was completed with two clips implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to insert cds into sgc and unintended movement were not confirmed via analysis. Additionally, the clip introducer was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unintended movement was unable to be determined. The reported difficult to insert cds into sgc was a cascading event of the reported unintended movement. The observed torn clip introducer was likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.